Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor passed per specifications with accurate readings however, found the sensor cannula bent. Unable to confirm if the customer received the sensor in said condition due to customer returned opened and used.

Event description:
It is reported that a customer has been receiving lost sensor alarms on their insulin pump. The patient's blood glucose was at 233 mg/dl. The customer's mother was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further info was provided.